Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the validation code was failed. A technical support specialist (tss) dialed into the station and identified that the rx-verify request had been initiated but was still pending approval. Since medications cannot proceed without verification, it was advised to follow up with the pharmacy to complete the approval process, and the case was closed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower did not verify the medication to be issued, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower did not verify the medication to be issued, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.